Event description:
It was reported that during unknown timing, the blade guard is damaged. No adverse events were reported as a result of this malfunction. Due diligence is complete as multiple attempts were made. However; no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the comb was damaged and was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. Review of the device history record identified no deviations or anomalies during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information regarding the event is available.